Event description:
Evaluation revealed that the force sensor plate was physically damaged and that the force sensor resistance reading was out of calibration.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas. Evaluation revealed that the force sensor plate was physically damaged. The force sensor resistance reading was found to be out of calibration. The pump was exercised with no alarms duplicated.